Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Insulin pump had excessive "no delivery" alarm due to fly back capacitors voltage leaky on interface board. Unable to perform occlusion test due to excessive "no delivery" alarm. No cosmetic damage noted.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 158 mg/dl. The customer stated that he was using expired reservoirs and infusion sets; advised against using expired supplies. He also observed that he did not hear the motor run and did not hear any click of the lead screw nor see the lead screw move. Upon troubleshooting, it was found that the lead screw did not move as designed. The insulin pump alarmed another no delivery. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.